Event description:
The customer reported that the system locked up during a case. The system had to be removed and the procedure was completed with another system. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.